Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The philips repair bench evaluated the device, trunk cable and 5 lead ECG cable and was unable to recreate the reported problem. No trouble was found. The other 5 lead cable was not available for testing. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(6) 2012, the customer has not reported any further trouble with this device.